Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was implanted, a 2 cm pericardial effusion was noted during the post implant effusion sweep. Patient was asymptomatic and remained stable without hemodynamic change. Patient was watched for 30-45 minutes and there was no change in size. No interventions were performed. Patient is stable and was discharged the next day.